Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer indicated via phone call of unexplained high blood glucose of 443 mg/dl. Troubleshooting found that the cannula was bent and was advised to change set every 2 to 3 days. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.